Event description:
The event occurred under a study. The principle investigator is medical doctor. The event is also recorded in adverse investigational event report form. Peri-strips dry with veritas collagen matrix (linear shape [psdv-l]) was implanted in 2008 during a laparoscopic left colectomy for persistent diverticulitis. Atabout two days later, the pt became hypotensive and hypoxic. The pt's hematocrit fell to a level of 15. Due to concerns of abdominal bleeding, the pt was returned to the or for exploratory laparoscopic surgery. The surgeon performed evacuation of a clot, splenectomy, and left colectomy with colorectal anastomosis and diverting loop ileostomy. The pt's bowel, including the psdv-l originally implanted, was excised. As of about four days later, the pt remained in sicu.

Manufacturer narrative:
No eval can be performed; device was not explanted.